Event description:
It was reported the patient experienced a ¿loss of therapeutic effect.¿ it was further reported that when the patient ¿pulled the cord¿ on his walking lawn mower, ¿he felt a burning sensation at the pocket site¿ and ¿then a strong stimulation down to his feet on all positions and mild on his buttock area on all positions.¿ it was noted the mower incident occurred in (B)(6) 2013 and that prior to this event the patient ¿felt great stimulation and appropriate coverage.¿ the patient denied any falls or traumas. It was noted an x-ray was taken. It was stated that because there was not a ¿post implant x-ray for comparison¿ the x-ray was ¿read based on a dictated report from post implant.¿ impedance testing revealed that impedances were ¿normal¿ at the time of report. It was noted that on (B)(6) 2013 the patient ¿felt appropriate stimulation coverage¿ and was ¿feeling stimulation too strong in the legs and weak in the back¿ at the time of report. It was further reported that reprogramming was attempted to meet the patient¿s stimulation needs. It was noted that the patient ¿needed coverage in his back and hip area¿ and ¿not his legs.¿ the results of the reprogramming sessions were reported as follows. 0/5: the stimulation was felt in the upper left rib and not the patient¿s back. 0/11: the stimulation was felt on the patient¿s left with ¿no back or feet¿ stimulation. Reversing the polarity gave the ¿same¿ results. 4/15: the stimulation was ¿too strong¿ in the patient¿s left side and feet with ¿no back¿ and ¿no rib¿ stimulation. 3/14:the patient had stimulation in their left rib with no stimulation in their right foot or back left foot. It was noted the setting ¿felt like falling asleep.¿ reversing the polarity resulted in the ¿same¿ results. 9/15: the patient felt stimulation in their buttocks and had ¿too strong¿ of stimulation in both of their legs. This setting did not stimulate the patient¿s ribs and was ¿unable to capture their back with multiple different pulse widths and frequencies.¿ 10/15: the patient felt stimulation stronger in their right leg than their left leg and experienced no stimulation in th eir back or ribs. Additional information was requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient ¿did not seem to be doing much better¿ at the time of follow-up and was ¿going to be scheduled for lead revision¿ surgery. The date of the revision was unknown at the time of report. Three weeks later, it was reported the revision had not yet been scheduled and the patient¿s physician was ¿looking into other options before deciding whether to revise or explant.¿

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received the patient went to the healthcare professional's (hcp) office yesterday and was scheduled for revision surgery tomorrow. Additional follow up information received reported that the revision surgery went well. It was determined that the lead had moved in the spine and a new lead was implanted immediately superior to the old lead location. It was reported that the patient had regained proper coverage and pain relief.